Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
It was additionally reported that there was no change in anticoagulation status at the time of the event. Gi bleeding was not confirmed as the patient refused diagnostic testing. The device operated as expected and the patient was stable. The patient was now off anticoagulation and refused octreotide. Log files were submitted for review and captured a slight increase in power and flow towards the end of the log file.

Manufacturer narrative:
Section b1: correction section h6 (health effect - impact code): correction manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a gastrointestinal (gi) bleed, which the patient had a long history of, and the patient received one unit of packed red blood cells (prbcs). The patient was being evaluated and it was noted that log files would be sent to monitor power/ calculated flow trend.